Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) experienced urethral erosion. The device was explanted. The patient was healed and implanted with a new ipp at a later date. No further patient complications were reported.